Event description:
Update: (B)(6) 2013 - revision operative report received stating metallosis, cloudy fluid, and femoral stem loosening. The femoral stem has been added to the complaint.

Event description:
Litigation alleges patient had pain, permanent physical injuries and disfigurement after asr hip implant.

Event description:
Litigation alleges patient had pain, permanent physical injuries and disfigurement after asr hip implant. Update: (B)(4) 2013, litigation alleged the patient suffered pain, joint instability, metallosis, swelling, bursitis and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, implant date, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed. The manufacturer has received additional information regarding the patient's implant date. The new implant date reported is (B)(6) 2008. It is unclear what the patient's tru implant date was without additional information.

Event description:
Litigation alleges patient had pain, permanent physical injuries and disfigurement after asr hip implant. Update - (B)(4) 2013 - litigation alleged the patient suffered pain, joint instability, metallosis, swelling, bursitis and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip. There is no new information that changes the outcome of this investigation. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information and date of implant for both sides. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this complaint closed.